Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because the lot information was provided. The investigation was unable to determine the cause for the reported single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2025, a patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, three mitraclips were implanted. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, it was determined that a single leaflet detachment (slda) occurred for second and third clip and clips were no longer attached to the posterior leaflet. Mr was grade 4 after slda. Additional mitraclip was implanted successfully for stabilization and to reduce recurrent mr. The final mr was grade 2-3.